Manufacturer narrative:
The returned umh600 was found to have a trigger worn or broken away from where it interfaces with the handle position grooves. The wires were also bent. The returned product demonstrates a worn trigger from deterioration over time. (B)(4).

Event description:
The event details were communicated to coopersurgical formally on (B)(6) 2013. The complaint form reads "doctor broke the trigger during the operation and lost fragments of the broken trigger. He searched the fragments of the broken trigger. He searched the fragments around the operating table and on the floor. But he couldn't find out the fragments. He worries about a remaining of fragments in the pt body. He wants to know a possibility of detection for an existence of fragments by x-ray". Initially the customer refused return of the device, however, after repeated requests the device was returned.